Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -5.5/+2.0/x081. Event problem and evaluation codes: (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer -5.5/+2.0/x081 diopter lens in the patient's right eye (od) on (B)(6) 2014. Low vault, lens rotation, blurred vision and refractive change was noted (B)(6) 2014. The lens was explanted on (B)(6) 2014 and was exchanged for a longer lens length. The problem was resolved. Patient's last visit on (B)(6) 2014 - ucva 20/32.